Manufacturer narrative:
Concomitant medical products: product ID: tm90t0, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) and consumer regarding a patient receiving dilaudid and bupivacaine at unknown concentrations and doses via an implantable infusion pump. It was reported that sometime in june the pump moved and the stitches had come loose causing the patient severe pain. It was noted that the pump was no longer flush to the skin and it was very sensitive around the device. The patient was having connectivity issues with their communicator; it was displaying communicator not found, no device found and then sometimes no pump found. During the call the patient was able to connect to the pump but when he tried to get a bolus the percentage would not go past 60 percent. An email was sent to repair for a replacement communicator. No further complications have been reported as a result of this event.